Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the ventilator was alarming: "xdcr fault", "low pip", "low ve", "high rate", "motor fault" and "vent inop" alarms. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Result of investigation: the carefusion failure analysis lab examined the printed computer board assembly (pcba). The root cause of the reported issue was duplicated and was isolated to solenoids not opening correctly. Carefusion will track and trend this reported issue and internally investigate the situation.